Event description:
Upon physical therapy assessing patient, found wound vac to be off and turned it on to start therapy. Noted critical low battery and alarm sounding. Unit plugged into red outlet in wall and all connections appeared secure. Kci company and pt were contacted for troubleshooting purposes and they suggested to plug unit into another outlet. Tried but same error message appeared. Unit was turned off and dr was notified of nonfunctioning unit. Unit was switched out but still had no suctioning to wound with error now stating blocked tube suggesting possible clot.did this event involve an electrophysiology procedure or an attempted electrophysiology procedure?no.what was the original intended procedure?debridement of a left foot diabetic ulcer.device #1is this a laboratory device or laboratory test?no.